Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, in a patient with a heavily calcified tri-leaflet aortic annulus, at 80% deployment, a significant infold of the valve frame was noted. The valve was recaptured and withdrawn from the patient. The valve was not replaced and the procedure was aborted. According to the physician, the degree of calcification was so significant that deployment would get a sub-optimal result. The pre-implant balloon aortic valvuloplasty (bav) was thought to provide enough relief and the course of treatment was to be reassessed. No further treatment was reported. No adverse patient effects were reported.